Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
During an unspecified procedure, the clips did not advance into the jaws. The surgeon used another instrument to complete the procedure. No pt injury was reported.